Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015. According to the complainant, the patient underwent bronchial thermoplasty (bt) treatment on (B)(6) 2015. The procedure was completed and no issues were noted to the device. The patient went home after the procedure and was using albuterol treatments at home. On february 27, 2015, the patient experienced wheezing and chest tightness. The physician was contacted and the patient was instructed to go to the emergency room. The patient was seen in the emergency room at lakeland regional hospital, and admitted to the hospital for exacerbated asthma. The patient was released from the hospital on march 7, 2015. On march 9, 2015, 48 hours following the discharge, the patient experienced exacerbated asthma and was readmitted to the lakeland regional hospital for an additional three days and discharged on march 12, 2015. The patient was seen by the physician for a follow up appointment on march 12, 2015 and was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.